Manufacturer narrative:
(B)(4). Both generators have been received and are under evaluation. When the evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, three generators were used. The first was reported by the or as malfunctioning because when it powered up, it didn't have the right sounds or show the right displays. The second generator was reported as operating intermittently, sometimes activating, sometimes not. A third generator was brought in and the case was completed without further issue. The third generator was left in use. After the procedure an injury, assumed to be a burn, was found on the patient's right upper anterior side near the groin. It was oval in shape 1 x 1/3 inches in size with a longitudinal valley across it. The pad was on the lower lateral aspect of the leg nearer the knee on the same leg. The patient reported no pain from the injury. The site could not identify which generator was first and which was second.